Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08apr2020.

Event description:
The customer reported a touchscreen failure. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective user interface to address the reported problem. The unit successfully passed the required performance verification test.

Manufacturer narrative:
G4: 09apr2020. B4: 09apr2020. Correction: this report was inadvertently submitted. V680 devices are not sold or distributed in the us. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.